Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden change or loss of therapy. The patient reported only feeling the stimulation intermittently. It was noted that there was no medical procedures/emi or falls/trauma that could be related to this issue. The patient also reported that she still has urgency, no efficacy at all. It was also noted that every time when the patient is done using the patient programmer, she stopped feeling stimulation. No outcomes were reported at the time of this report.

Event description:
Additional information was received from the healthcare professional (hcp) and it was reported that the device was evaluated and settings. The hcp reported that the programs and settings were reset and no other problems were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serious injury now applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported the patient was unable to feel stimulation. The rep noted there was no environmental, external, or patient factors that may have led or contributed to the issue. The rep noted the patient ramped up amplitude and felt nothing. The rep stated they replaced the lead and implantable neurostimulator (ins) and at the time of the report she felt stimulation with no problems. The rep noted the issue was resolved at the time of the report. The rep stated that the lead was ins was removed and they found what looked like blood in the back of the header of the ins. The hcp was wondering how that could happen. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. The device passed final functional testing and it was determined there was good, stable output on the electrode pairs as received. Due to the nature of the complaint, the ins was put through a long-term monitor test and functioned without issue throughout the 100 hours of testing at body temperature. Analysis also reported that the body fluid seen in the header block was not of a concern because all electrical components were completely sealed in the tecothane material. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.